Manufacturer narrative:
The calibrations and quality control values are acceptable. The instrument is performing within specifications. No further evaluation of the device is required. The instructions for use (IFU) contains the following warning: "warning the concentration of ca 125 in a given specimen, as determined by assays from different manufacturers, can vary due to differences in assay methods and reagent specificity. The results reported by the laboratory to the physician must include the identity of the assay for ca 125 used. Values obtained with different assay methods cannot be used interchangeably. If, in the course of monitoring a patient, the assay method used for determining serial levels of ca 125 is changed, the laboratory must perform additional testing to confirm baseline values. The advia centaur ca 125ii assay is based on the oc 125 and m11 antibodies available through agreement with fujirebio diagnostics, inc. Assays using antibodies other than oc 125 and m11 may give different results." The limitations section of the IFU states the following: "note do not interpret levels of ca 125 as absolute evidence of the presence or the absence of malignant disease. Before treatment, patients with confirmed ovarian carcinoma frequently have levels of ca 125 within the range observed in healthy individuals. Elevated levels of ca 125 can be observed in patients with nonmalignant diseases. Measurements of ca 125 should always be used in conjunction with other diagnostic procedures, including information from the patient's clinical evaluation. The concentration of ca 125 in a given specimen determined with assays from different manufacturers can vary due to differences in assay methods, calibration, and reagent specificity. Ca 125 determined with different manufacturers' assays will vary depending on the method of standardization and antibody specificity."

Event description:
During a validation of the advia centaur xp ca 125ii assay compared to an alternate method, lower results were observed on the advia centaur xp ca 125ii assay than on the alternate method. There are no reports that treatment was altered or prescribed or adverse health consequences due to the lower results on the advia centaur xl ca 125ii assay.